Event description:
During prep of the device for a cardiopulmonary bypass procedure, the user reported that they discovered the battery backup was not charged. The base unit was disconnected from the ac power and power was lost. The battery pack was not functioning properly. The device was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded.